Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had sepsis and viral colitis. There were no additional adverse patient effects were reported. The patient was treated with intravenous medication. The product remains in service.